Manufacturer narrative:
S author citation - patel, p, et al. (2022). Warfarin discontinuation in patients with heartmate3 left ventricular assist device. The journal of heart and lung transplantation, 41(4), s461. Advanced heart failure and transplant cardiology, emory university school of medicine, atlanta, ga, northeast georgia medical center, gainesville, ga, and the wellstar medical center, marietta, ga. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding, hepatic dysfunction, stroke, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research abstract ¿warfarin discontinuation in patients with heartmate 3 left ventricular assist device¿ that heartmate 3 (hm3) may be associated with bleeding, liver failure, and right heart failure. This retrospective study evaluated eight patients implanted with a hm3 with a median implant duration of 556 days. Five of these patients discontinued warfarin due to recurrent gastrointestinal (gi) bleeding, intracranial bleeding, or subdural hematoma; the other 3 patients self-discontinued warfarin therapy. Warfarin was discontinued for a median of 180 days. It was noted that half of the patients were not on aspirin. One patient was noted to have died from cirrhosis and right heart failure. No changes were noted in echocardiographic (echo) parameters, lab values or hm3 parameters after warfarin was discontinued. Related MFR#2916596-2022-11543.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 lvas IFU is currently available. This IFU lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.